Event description:
It was reported by service report that the casters and base tubes were broken off the base. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: caster horns and base tubes.